Event description:
It was reported the customer was experiencing high blood glucose for the past three days. Customer stated their high blood glucose occurred after changing their infusion set. The customer also reported their blood glucose reached a high of 500 mg/dl. Customer had treated their high blood glucose with the insulin pump. Troubleshooting did not find any issues with the customer's insulin pump. It was also found the customer's alarm history and bolus history was correct. Customer stated they will be replacing their infusion set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.